Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter stopped cutting during vitrectomy surgery. The procedure type was unknown. The procedure was completed after replacement of product with new one. There was no information about patient impact.